Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The pump was not returned for investigation. Based on clinical description, the root cause of positioning issue was most likely use related. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a 78-year-old male in st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that following implant, the impella cp pump became stuck in the papillary muscle. Attempts to reposition the pump were unsuccessful and the decision was made to replace the device. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.